Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of the hernia was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia potentially coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was diagnosed with the hernia before or after the start of apd therapy. It was not reported if the patient had surgical repair for the hernia. The patient was not hospitalized for the event. The cause of the hernia, the location of the hernia, and treatment for the hernia were not reported. It was unknown if the hernia worsened with therapy. At the time of this report, the patient was not recovered from the hernia. Dianeal therapy was ongoing. No additional information is available.